Event description:
It was reported by the patient that she underwent a pelvic floor repair procedure on (B)(6) 2007. Following the procedure, the patient had experienced numerous complications. The patient underwent two additional surgeries due to erosion, pain, irritation, infections, discharge, depression and painful sex. The second procedure was in 2007 and the third procedure was in 2008. The patient stated she may have a future surgery to remove the entire mesh, if possible.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01528. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).